Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer tested blood glucose and received a reading of 184 mg/dl. Customer took insulin shot and ate dinner. About an hour and fifteen minutes later, customer went into diabetic shock. Paramedics were called and customer was transported to (B)(6) hospital where a glucose reading of 47 mg/dl was obtained. Customer reported symptoms of being "very lethargic and unaware of her surroundings." She was diagnosed with severe hypoglycemia and treated with glucose.